Event description:
It was reported that a patient's minicap had cracked during use. The cracked minicap was not discovered until after the patient had placed the minicap on the transfer set. The patient said they had not over tightened the minicap, when placing the cap on the transfer set. The minicap was removed and replaced with a new one. This is report 5 of 13 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. A sample was not returned for evaluation. Therefore the condition could not be confirmed, nor could a cause be determined. A follow-up report will be submitted if additional relevant information becomes available. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). This is now report 5 of 14.